Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio pro meter was not recognized by their pc. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient stated that he "has an issue with the data port of his one touch verio pro - the meter does not get recognized by his pc - another one touch verio pro works properly." The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter had a data port issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. -

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.